Event description:
It was reported that during the implanting procedure, due to patient anatomy, the left ventricular (lv) leads could not reach the target position. A comparison of the use before date field and implant date found the device was implanted after the use before date. The leads were attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.